Manufacturer narrative:
(B)(4). The patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. On the day of the onset, the patient began treatment with injection (inj) of imipenem (1 gram, once daily (od), intraperitoneally (ip)) and inj. Of fortum (1 gram, od, ip) for the peritonitis. The outcome of the peritonitis event was unknown and the pd therapy was ongoing. Additional information was requested, but is not available at this time.